Event description:
It was reported that the tandem mobi cartridge unexpectedly popped out of the pump twice while the customer was sleeping. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer changed infusion set and administered a manual correction injection to address bg. Technical support investigated the pump and load history, found it operating correctly, and advised the customer to contact them if the issue recurred for further troubleshooting. The issue was resolved, and no further assistance was required.